Manufacturer narrative:
This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580 medical device problem code - 3190 the correct codes for this complaint are: medical device problem code - 1863 this is a follow up report with these corrected codes.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Adding UDI#: (B)(4). This is a follow up report adding this additional information. Adding implant date: on (B)(6) 2021 and explanted date: on (B)(6) 2023. This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding additional health effect - clinical code 2013. This is a follow up report to add this additional code. Device received for this event is being corrected from unknown atis ev implant catalog#: unknown atis ev implant to astratech impl ev 3.6s 11mm os catalog#: 26313. This is a follow up report for this corrected information.